Manufacturer narrative:
Additional information received indicated that the right coronary artery (rca) lesion noted during the patient's re-pci procedure was greater than five millimeters (>5mm) from the previously implanted cypher stent. Cc updated. A (B)(6) female from the dapt study experienced restenosis approximately two months post implantation of two cypher stents. Past medical history that may have increased her risk for mace includes hypertension and previous percutaneous coronary intervention (pci). The indication for the index procedure was stable angina and positive stress test. Pci was conducted in the lad and rca. The patient received two des stents: one in the mid rca and one in the mid lad. Post-stent deployment residual stenosis in the mid rca was 0% with timi 3 flow. Post stent deployment residual stenosis in the mid lad was 10% with timi 3 flow. Medications prescribed at discharge included aspirin and clopidogrel. Approximately two and a half months later, the patient experienced angina and coronary angiography revealed restenosis of the mid lad stent and 90% stenosis in the ostial diagonal branch. Angioplasty was performed and a 3.0x12 mm des stent was deployed to treat the restenosis. The circumflex artery had a patent unknown stent without any restenosis. The rca is a non-dominant vessel with what appeared to be a 50% tubular concentric narrowing in the proximal segment. The new lesion in the proximal rca is greater than 5 mm away from the previously implanted cypher stent in the patient's mid rca. The lesion was not treated. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Based on the information available, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. However, the patient's aggressive progression of her coronary artery disease may have contributed to the reported event.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had two drug eluting stents (des) implanted during the study index procedure due to stable angina and a positive stress test: one in the mid left anterior descending (lad) and one in the mid right coronary artery (rca). The residual stenosis in the mid rca was 0% and the post-procedure flow was timi 3. The mid lad residual stenosis was 10% and the post-procedure flow timi 3. The patient was discharged the day after the procedure. The patient was admitted to the hospital with continuous stable angina. The day after admission/forty-nine days after the index procedure, the patient underwent a repeat percutaneous coronary intervention (pci) of the mid lad due to restenosis of previously deployed lad stent. Coronary angiography revealed a patent left main coronary artery; lad revealed a haziness and residual stenosis within the lad stent strut and, distal to the stent there was a focal area of at least moderate stenosis. The diagonal branch arising across the stent in lad has ostial 90% stenosis. The circumflex artery had a patent stent without any restenosis. The rca is a non-dominant vessel with what appeared to be a 50% tubular concentric narrowing in the proximal segment. Intravascular ultrasonography of the lad was performed. The restenosis was 30% followed by a focal area of significant stenosis, probably 80% tubular concentric focal stenosis with no calcification which appeared to be a type 1 lesion. Angioplasty was performed and a 3.0x12 mm des stent was deployed with final diameter 3.1 mm. The event was resolved and the patient was discharged the day after the procedure.

Manufacturer narrative:
In the opinion of the investigator, the instent restenosis was moderate in intensity, possibly related to study medication, unlikely related to the study device and possibly related to the study procedure. Per (B)(4) md medical assessment, this instent restenosis event, possibly related to study medication and unlikely related to study device requires expedited reporting to the FDA due to being possibly related to the study drug and not expected per study drug package insert; event is expected in study device instructions for use. Upon further review, (B)(4) md medical assessor assessed this event as not requiring expedited reporting to the FDA due to study drug "not related to vessel stenosis;" event expected and seen in the past with stents."the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.